Event description:
It was reported that the patient was hospitalized due to hyperglycemia. The patient reported that her blood glucose levels were very high; the specific glucose value is unknown. The patient was wearing the pod prior to seeking medical attention. Symptoms reported include extreme fatigue and weakness. The patient sought medical attention on (B)(6) 2026 and remains hospitalized as of the time of reporting, with a stay of at least three days and no discharge date yet determined. The patient reported that physicians suspect a heart attack; however, additional diagnostic testing, including a stress test and a CT scan, is ongoing and a final diagnosis has not yet been confirmed. The patient was treated with intravenous insulin and intravenous fluids; the names of any additional medications are unknown. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.